Event description:
It was reported that the patient's spinal-cord-stimulation system, both extension and implantable neurostimulator (ins), was explanted; the reason for removal was unclear, but may have been due to an infection detailed in manufacturer report #'s 3004209178-2012-06342 and 3004209178-2012-06341. It was unknown if the lead left in the patient was capped; the proximal end might have had an erosion issue. The lead was, however, reported to be "clipped. The patient's physician wished to conduct an MRI but it was advised against due to the lead left in the patient. It was planned that the extension and ins would be returned for analysis. If additional information is received, it will be included in a supplemental report.

Manufacturer narrative:
Product ID: 3778-45, lot#: serial#: (B)(4), implanted: (B)(6) 2008, explanted: product type: lead. Product ID: 3778-45, lot#: serial#: (B)(4), implanted: (B)(6) 2008, explanted: product type: lead, product ID: 37752, lot#: serial#: (B)(4), implanted: (B)(6) 2008, explanted: product type: recharger product ID: 37743, lot#: serial#: (B)(4), implanted: (B)(6) 2008, explanted: product type: programmer. (B)(4).